Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise, auxiliary water flow white residue on the channel. A root cause could not be identified. Based on the results of the investigation, for the reported customer failure and noisy image the most probable cause was traced to component failure and for the auxiliary water flow white residue on the channel the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported blurry and disorientated across the picture during inspection for use. Involving an olympus colonovideoscope. There was no patient involvement.